Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intra ocular lens (iol) implant procedure, the patient experienced glare, halos, blurred vision and visual discomfort. The lens was exchanged in a secondary procedure. There has been 2 medical records associated with these events. This is file 1 of 2. Additional information has been requested.